Event description:
This is being filed as the lock line broke during device preparation. Although there was no patient involvement, if this were to recur while the device was in the anatomy, a broken lock line has the potential to cause or contribute to patient injury. It was reported that during preparation of the mitraclip clip delivery system (cds), after retracting and advancing the lock lever several times to remove any residual air from the lumens, the lock line broke. The lock lever was not retracted over the designated blue line. The device was not used; there was no patient involvement. There was no significant clinical delay due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) was returned for analysis. The reported lock line break was confirmed. The entire lock line was accounted for. The broken ends were observed under the keyence microscope and were observed to be frayed; this is likely the result of tensile forces which could contribute to the break. The manufacturing ends of the lock line were inspected and noted to be intact. Potential causes for lock line breaks are, but not limited to, damage during manufacturing (i.e. Damaged lock line / lock line caught in the l-lock region, damaged or herniated lumen coils), if the clip is closed tightly multiple times, if extreme steering was performed or other maneuvers which put compression on the delivery catheter. Analysis of the returned device did not identify any damage to the inner clip component, radiopaque tip ring, or lock line lumen coils that would have contributed to the break. Furthermore, as part of the mitraclip manufacturing process, all devices undergo visual and functional inspections to verify product quality. Review of the lot history record was performed and there were no manufacturing non-conformities identified for this lot that would have contributed to the reported event. A query of the complaint-handling database identified no previous incidents reported for a lock line break from this lot. There is no indication that the manufacture of the device contributed to the reported event. With respect to procedural conditions and/or user technique, the reported lock line break may be influenced by unintended curves on the device or forceful retraction of the lock lever by the user. Based on the information reviewed, a definitive cause for the reported lock line break could not be confirmed. There does not appear to be any evidence of a quality deficiency associated with this device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.